Event description:
It was reported that the patient underwent a revision procedure due to crack in the tubing between the pump and cylinder with an inflatable penile prosthesis (ipp). The ipp cylinder and pump were explanted and a new ipp cylinder and pump was implanted. Additional information was reported that during testing the crack was observed in the connection tube, and the device was not working properly. The patient recovered following the procedure.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegation of tubing crack was confirmed. Based on the investigation the root cause was due to worn to the filament and a leak was identified in the kink resistant tubing attributed to wear and fatigue.

Event description:
It was reported that the patient underwent a revision procedure due to crack in the tubing between the pump and cylinder with an inflatable penile prosthesis (ipp). The ipp cylinder and pump were explanted and a new ipp cylinder and pump was implanted. Additional information was reported that during testing the crack was observed in the connection tube, and the device was not working properly. The patient recovered following the procedure.